Event description:
It was reported that the pt expired from "other health issues." It was stated that the cause of death was not device related. The medications being delivered via the device system were compounded baclofen, hydromorphone and fentanyl.

Manufacturer narrative:
.